Manufacturer narrative:
The getinge field service engineer (fse) replaced the batteries, to fix the issue. The fse then completed the preventative maintenance (pm) with all functional and safety tests to factory specifications. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement reported.